Event description:
Three pts with discrepant phenytoin results. Pt 1 initial result 12.0 ug/ml, repeat 16.6 ug/ml. Pt 2 initial result 10.4 ug/ml, repeat 15.9 ug/ml. Pt 3 initial result 17.3 ug/ml, repeat 21.4 ug/ml. The initial results were all reported, the pts were not adversely affected. The field service rep determined reagent cassette handling to be the cause and the user replaced reagent. Performance tests performed which were within spec.